Manufacturer narrative:
H.3 eval summary: as the device was not returned, and eval will not be performed.

Event description:
During a routine follow-up, interrogation of the device showed a reset and crystal failure message. Printouts showed an erroneous serial number and diagnostic data. An explant was performed the following day.